Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the purge leak issue was not determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 58-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. The physician had just finished ambulating the patient and the purge side arm "around the hub area" starting leaking profusely. Purge bypass was subsequently performed to resolve the issue. There were no reports of harm to the patient.